Manufacturer narrative:
The hill-rom technician performed a functional test and a visual inspection of the lift. The technician found everything in working order and could not duplicate the issue. The technician also performed a weight test and all operations functioned as designed. The drift was measured and was within tolerance. According to 7en125103 rev. 6, hill-rom states that the user shall always make sure before lifting that the lift strap is not twisted or worn and can move in and out of the lift freely. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hill-rom's investigation indicated there was no evidence of a malfunction. Hill-rom was unable to duplicate the alleged condition and the device performed as designed. The hill-rom technician also retrained the account's staff on proper operation and usage of the lift. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the lift strap came down suddenly approximately 12 inches and then resumed lowering normally. The lift was located in the patient room at the account at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).